Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. When evaluation is completed this report will be supplemented.

Event description:
The user facility reported that during a hysteroscopy with dilation and curettage, the jaw broke off inside the patient. The jaw that broke off was retrieved with no harm to the patient. The procedure was completed with another device.